Manufacturer narrative:
(B)(4). Returned product consisted of a maverick 2 balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 7mm longitudinal tear from the mid-section to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the inner and outer shafts of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-mar-2015. It was reported that inflation failure occurred. A 1.50mm x 20mm maverick²¿ balloon catheter was inserted over a percutaneous transluminal coronary angioplasty (ptca) guide wire. An attempt was done to inflate the balloon however the pressure did not increase. The device was removed and it was found out that the balloon was not inflated. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed longitudinal balloon tear.